Event description:
The clinician reports the implant was inserted on (B)(6) in ada 13. On (B)(6) non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.